Event description:
Per information provided: (B)(6) 2020 - patient was diagnosed with ventral hernia thereby underwent robotic assisted laparoscopic repair with implant of ventrio mesh (device 1 and 2). Per op notes, "the ventrio mesh (device 1 and 2) was placed and tacked." (B)(6) 2020 - patient was diagnosed with ventral hernia thereby underwent robotic assisted laparoscopic repair. Per op notes, "extensive lysis of adhesions was performed. The previous mesh (device 1 and 2) was found well incorporated on prolene side than the gortex side. The upper part of mesh was lifted, and a small hernia was identified. A primary suture repair was done."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2018) is considered to be a best estimate. This emdr represents the bard ventrio mesh (device 2). An additional supplemental emdr was submitted to represent the bard ventrio mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.